Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor test, excessive no delivery test, and self test. No discoloration was noted on screen. No damage was noted on the lcd glass. The insulin pump communicated properly with the test blood glucose meter. The blood glucose value on the meter was displayed on the pump screen and on the bolus history screen. No history anomaly or blood glucose value number anomaly was noted. The insulin pump had cracked battery tube threads, a cracked reservoir tube, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had an air bubble and her health care professional changed the settings. Customer stated that she passed out and her husband found her. Customer stated that she never reached her danger range. Customer had a blood glucose between 54-292 mg/dl. Customer drank juice and her blood glucose got up to 192 mg/dl. Customer tried everything to stop the lows. Customer noticed that there is a variation in color on the screen. Customer stated that she went to the hospital on (B)(6) 2015 and she also went to her doctor's office on (B)(6) 2015. Customer stated that would like to bypass the troubleshooting for her low blood glucose.

Manufacturer narrative:
Additional testing information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump passed the delivery accuracy test.